Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 46 mg/dl and subsequent dizziness due to needing settings adjustments. Low bg was addressed with intervention by customer's fiancé, who provided carbs for customer to consume. Tandem technical support advised customer to consult their healthcare provider regarding settings adjustments.